Manufacturer narrative:
UDI for concomitant product (B)(4), product code (d2b) - additional product code qon, premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that a device was explanted because the patient no longer needed a stimulator for the fecal incontinence due to patient and physician preference. There were no reported patient complications.